Event description:
It was reported by the customer that the pyxis medstation es system tower door had failed. The customer reported that there might have been some delay as all the medications behind that door would have been unavailable and users would have had to get medications from another machine or from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a latch issue and medication jam. A field service engineer swapped out latches to resolve the issue and suspected that a mediation jam was the original issue and that the heavy bags of fluids caused the failure. The system functioned as intended after the field service engineer troubleshooted the device.